Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of dyspnea and stenosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on 10/18/2019, the patient presented for a percutaneous coronary intervention. A 3.25x28mm xience sierra stent was implanted in the mid to distal left anterior descending (lad) coronary artery, 50% stenosed lesion with acceptable results. There was 0% residual stenosis and no complications. On (B)(6) 2021, the patient presented with a positive stress test, exertional dyspnea, and 20% in-stent restenosis of the target lesion, 3.25x28mm xience sierra stent. As treatment, additional angioplasty was performed that day. The event did not require hospitalization. No additional information was provided regarding this issue.